Event description:
Patient had I & d with liner exchange.

Manufacturer narrative:
The following other devices were also listed in this report: triathlon ps fem component, cemented; cat# 5515-f-402; lot# iuhhd. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An event regarding revision involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as medical records were not provided. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as: return of reported devices; x-rays; operative reports as well as patient history; follow up notes and pathology reports are needed to complete the investigation to determine root cause.

Event description:
Patient had I & d with liner exchange.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.